Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 1 year and 5 months post implant, the patient was admitted to the hospital for observation after the system controller alarmed with red heart alarms. The patient was asymptomatic. Review of the system controller log files showed 3 pump stoppage events that occurred while the lvad system was supported by the power module. X-ray images of the portion of the driveline external to the patient reportedly looked good; however, a suspect area of the driveline internal to the patient was noted. An ungrounded patient cable was provided for use with the power module. The patient was later discharged from the hospital. No further information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation; however, the report of pump stoppage events was confirmed based on the submitted system controller log file. The log file contained approximately 4 days of data spanning from 2017(B)(6) 13:33 to 2017(B)(6) 15:05 and captured 6 pump stoppage events and multiple low speed hazard alarms. Based on the manufacturer's complaint history and similar reported events, the events captured in the log file appear consistent with a compromised wire in the patient's driveline; however the root cause could not be conclusively determined without a full evaluation of the device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.